Manufacturer narrative:
(B)(4). Batch #u5a41j. Investigation summary: the analysis results showed that one vasecr35 reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event described could not be confirmed as the reload was received fully fired. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device misfired and created an incomplete staple line. A similar device was used to complete the case with no patient consequences. No additional information is available at this time.